Event description:
Caller states that during a proficiency study, the following results were obtained on the coaguchek xs plus system: 2.0 inr with a mean of 2.98 inr (survey range 2.3 - 3.6 inr) requested return of suspect device and replacement was sent.